Manufacturer narrative:
(B)(4) date sent: 7/29/2021 d4: batch # u5fa14 h6: component code: electrical and magnetic (g02) additional information was requested, and the following was obtained: could you please provide more details on the failure? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Could you please provide more details on the failure ¿ gun fired 2/3 times and was fine. On 4th firing, knife returned so far and stopped, surgeon went to open but wouldn¿t, then the device returned the knife. Did the device deliver any staples ¿ yes on first/second firing if yes, were the staples formed properly - yes if yes, was the staple line complete - yes did the device cut? If yes, was the cut line complete - yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? ¿ none noticed was there any difficulty opening the device - yes if yes, how was the device removed from the patient? If yes, did the jaws eventually open ¿ on 4th firing, knife returned so far but stopped. Surgeon went to open device but wouldn¿t, then the device started to return the knife. Is the current patient status known ¿ patient fine was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - none investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with four gst60b reloads present. And also a gst60g reload (f). The reloads were received fully fired. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the sw3 located at the bottom side of the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. D1, 4

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please provide more details on the failure ¿ gun fired 2/3 times and was fine. On 4th firing, knife returned so far and stopped, surgeon went to open but wouldn¿t, then the device returned the knife. Did the device deliver any staples: yes on first/second firing. If yes, were the staples formed properly: yes. If yes, was the staple line complete: yes did the device cut? If yes, was the cut line complete: yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?: none noticed. Was there any difficulty opening the device: yes. If yes, how was the device removed from the patient? If yes, did the jaws eventually open: on 4th firing, knife returned so far but stopped. Surgeon went to open device but wouldn¿t, then the device started to return the knife. Is the current patient status known: patient fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.): none.

Event description:
It was reported that during an unknown procedure, a powered 60 incidents at the (B)(6) hospital in (B)(6). Patient is fine.